Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Lead flipped to unipolar due to out of range impedance measurements. Threshold also increased from < 1.0 v to 2.4 v. Lead remains implanted.